Event description:
It was reported that a malfunction alarm occurred, with a resettable malfunction code identified as malf 1. The customer did not disclose if their blood glucose level exceeded normal limits, leaving the impact unknown. Technical support assisted the caller with resetting the pump, but the issue persisted, prompting the replacement of the pump. The customer had no available backup therapy and was advised to contact their healthcare provider. Instructions were provided for returning the pump in storage mode, which the customer acknowledged and understood.